Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue using the original charging supplies and resetting the pump, and the pump began charging again without needing further assistance.